Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure inserted. The patient's medical history included: drug allergy, nausea, vomiting, urticaria drug-induced, latex allergy, uterine bleeding, painful periods, migraine, graves' disease, anxiety, gravida ii, parity 2, gravida, depression, human papilloma virus test positive, obesity, appendectomy, cholecystectomy, dermatofibroma removal, axillary lymphadenectomy, ovarian cystectomy, tonsillectomy, chronic cervicitis, uterine cervical squamous metaplasia, dysmenorrhea and cystoscopy. Previously administered products, included for an unreported indication: aygestin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, nausea, vomiting, urticaria drug-induced, latex allergy, uterine bleeding, painful periods, migraine, graves' disease, anxiety, gravida ii, parity 2, gravida, depression, human papilloma virus test positive, obesity, appendectomy, cholecystectomy, dermatofibroma removal, axillary lymphadenectomy, ovarian cystectomy, tonsillectomy, chronic cervicitis, uterine cervical squamous metaplasia, dysmenorrhea and cystoscopy. Previously administered products included for an unreported indication: aygestin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event dysmenorrhea added. Reporter and essure insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included drug allergy, nausea, vomiting, urticaria drug-induced, latex allergy, uterine bleeding, painful periods, migraine, graves' disease, anxiety, gravida ii, parity 2, gravida, depression, human papilloma virus test positive, obesity, appendectomy, cholecystectomy, dermatofibroma removal, axillary lymphadenectomy, ovarian cystectomy, tonsillectomy, chronic cervicitis, uterine cervical squamous metaplasia, dysmenorrhea and cystoscopy. Previously administered products included for an unreported indication: aygestin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.